Event description:
The customer reported that the system locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were evaluated and reseated. The software nodes and calibrations were also reloaded during the service event. The system was tested and found to be working as intended and returned to service.